Event description:
During routine tests at installation of unit, co's service rep noted output of vaporizer was not within spec. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.